Manufacturer narrative:
(B)(4). Date sent: 11/29/2021. Additional information was requested, and the following was received: according to the response from the customer on (B)(6) 2021, the patient consequences as a result of the 15-30 minute delay is a extended duration of the anesthesia time. Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29a device arrived with the anvil not returned for analysis. The breakaway washer was not present and there was no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the firing stroke must be completed. Do not partially fire the instrument. Incomplete firing can result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. Ensure that the firing trigger is fully squeezed to ensure proper staple formation and cutting of tissue. The event described could not be confirmed as the device cut and performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested, and the following was obtained: could you please clarify how long was the delay (hours/minutes)? Surgery delay, anesthesia delay: 15-30 min. Was there any patient consequence as a result of the procedure being prolonged? Yes. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. In the additional information it is stated ¿was there any patient consequence as a result of the procedure being prolonged? Yes.¿ what were the patient consequences as a result of the 15-30 minute delay?.

Event description:
It was reported that the circular cutting stapler pliers have stapled but did not cut. Need to redo the anastomosis: preparation of the segments colic and insertion of a new forceps. Loss of time during the surgery no patient consequences reported. No further information is available.